Event description:
Received 2nd tube feed pump because 1st pump would not work; stated it was clogged. 2nd tube feed pump turned on and initiated. Inserted tubing into pump and made sure all clamps are open. Pushed start button and received a message on the tube feed pump clogged. Manually primed the pump and the pump continues to ring clogged.